Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) only recognized the impella pump after several attempts to connect it and gave the hint to check the light channel for contamination. No details are know regarding resolution, but the examinations could be completed successfully with the same aic. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The imc logs are consistent with the reported issue. Pump was inserted during case start and was detected successfully. However, the case was unable to start as an optical sensor system error during case start was observed. Inspection on the optical fiber did not reveal any abnormality, 5s parameters and blub power are all within spec. Console passed the case start wizard with known-good pump and purge. The root cause of the case start issue, optical system error, was due to user not fully inserted the pump into blue receptacle. This report is being filed as part of a retrospective review of historical records.